Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to the elective replacement indicator (eri). However, upon laboratory analysis, premature battery was detected.